Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced an allergic reaction to the pod's adhesive after wearing the pod for longer than 72 hours. The patient removed the pod and a rash began spreading from the pod site (abdomen) to all over their body on the second day of wearing the pod. After a few days, the patient went to the doctor because there was redness on her skin. It is very itchy and rashes all over her body including her face and it was painful. The patient was prescribed an antihistamine, fexofenadine hydrochloride 180 mg tablets once a day, and applied as well a cream, betamethasone valerate 0.1% to be applied twice daily.